Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in the cannula dislodging from the infusion site; a root cause for the reported event could not be determined. No bends or kinks were observed in the exposed portion of the soft cannula. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 276 mg/dl while wearing the pod . Patient continued to bolus through the night but bg levels remained high. Patient stated the cannula dislodged from the infusion site (abdomen), and was found bent upon removal. As treatment, a new pod was applied and a bolus was delivered; bg levels decreased after 2 hours. The patient's blood glucose history is as follows: time bg(mg/dl): 12:00am 276, 6:00am 180.